Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's therapy had stopped due to a power on reset (por). The patient stated that he got back home from vacation yesterday and went to charge the ins because it has died (stimulation stopped) on (B)(6). Patient said he was unable to start charging the ins because he was seeing a "call your doctor" screen with por in the corner. Patient confirmed this is a warning message. No further complications were reported. No additional patient symptoms were reported.